Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year old female patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections e2 and e3. Evaluation results: the device was returned to zoll medical canada for evaluation. The customer?s report was observed and attributed to a system interconnection cable that was not properly seated to the monitor board. The defib receptacle cable was reseated to correct the reported problem. The device was recertified and returned to the customer. It?s important to note that some exterior damage was seen, it is possible that the cable may have come loose due to the damage. However, this could not be firmly established. Analysis of reports of this type has not identified an increase in trend.